Manufacturer narrative:
Device not returned for evaluation as blade subject to this MDR was discarded at the account. In addition, the lot number was not provided for further investigation.

Event description:
It was reported that on removal of the cast from the patient's forearm, a 2 inch straight line cut to skin (medial distal forearm) was discovered. The skin of the patient's arm was reported to be broken. It was further reported that anti-microbial ointment was applied to the patient's skin.